Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to branch vessel occlusion or obstruction and reoperation. Additionally the IFU states: when covering the left subclavian artery ostium without revascularization (e.g. Transposition or bypass), there may be an increased risk of stroke due to decreased flow in the left vertebral artery.

Event description:
On (B)(6) 2020, the patient underwent treatment of a type b dissection with ulcer-like projection (ulp) with a gore® tag® conformable thoracic stent graft with active control system. In order to obtain an adequate proximal sealing zone, the device was placed slightly covering the left subclavian artery. At the angiography, the low blood flow to the left subclavian artery was observed. As a treatment, an unplanned debranch bypass on the left common carotid artery and the left subclavian artery was performed. The physician commented that he should have deployed the device at more distal side. He did not expect the blood flow came to be such a lower.